Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a patient at home. The customer reported that the patient switched to the backup freedom driver. The customer also reported that there was no adverse patient impact. The freedom driver was returned to syncardia for evaluation. Review of the alarm history (eeprom) confirmed the customer-reported issue with a "bottom pressure too low" fault. "Bottom pressure too low" faults are typically indicative of a degrading u22 pressure sensor component on the main printed circuit board assembly (pcba). Further investigation of the main pcba confirmed that the root cause for the reported fault alarm was a failure of the pressure sensor (u22) on the main pcba. Syncardia initiated a CAPA (corrective or preventive action) to provide corrective action to prevent u22 failures. The freedom driver was serviced, including replacement of the main pcba, and passed all functional and performance testing. This failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a patient at home. The customer reported that the patient switched to the backup freedom driver. The customer also reported that there was no adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.